Manufacturer narrative:
A partial lead with the lead tip measuring 51.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 11.3 - 15.8cm from the electrode tip. The etfe coating was intact. An internal insulation abrasion was noted at 11.3 - 12.5cm from the electrode tip. The etfe coating was intact at this location.

Event description:
It was reported that during device change-out due to eri, externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.